Event description:
A customer contacted baxter's technical service center and reported a system error 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 3 of 7. The home patient (hp) was connected at the time of the alarm. The baxter technical service representative (tsr) instructed the hp to end the therapy and to either perform manuals or start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). For the 510k number. The initial medwatch stated that there is no 510k number for the product code; however, this product is manufactured and distributed in the u.s. And there is a 510k. This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.